Manufacturer narrative:
Section b4 - corrected date of this report.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a keyboard failure. The technical support specialist stated that the issue resolved by customer. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis ciisafe had keyboard failure and caused delay in accessing medication. The customer added this malfunction occurred when user trying to access medication to patient. However, there were no adverse events or injuries reported based on this event.